Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental form will be completed.

Event description:
It was reported that the touchscreen became shattered while playing, and is now unresponsive. Customer has not tested blood glucose levels, and did not know if they had been impacted.